Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir could not lock in place. Customer reported that each time the reservoir was changed, a piece would break from reservoir compartment. Customer's blood glucose was 274 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. The insulin pump passed off no power test, self-test, error test, and displacement test. We were unable to perform basic occlusion test, and occlusion test due to broken off reservoir tube lip and missing reservoir tube o-ring. We were unable to lock reservoir tube in place due to broken off reservoir tube lip and missing reservoir tube o-ring. The insulin pump also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked belt clip slot, and cracked battery tube threads.